Event description:
During a clinic follow-up, post-paced t wave oversensing was observed on the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable.